Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. A customer reported an unspecified low sensor reading on the adc device compared with the competitor's reading. The customer noted a diagonal downward trend arrow indicating glucose is falling between 1 and 2 mg/dl per minute. The customer reported no symptoms of glycemic instability related to the adc device issue and self-managed by eating half a sandwich after insulin fiasp. There was no report of death or permanent impairment associated with this event. The customer received sensor scan results of 3.70 mmol/l compared to readings of 9.80 mmol/l respectively obtained on a competitor brand device and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 9 days. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.